Event description:
It was reported that during an open lower anterior resection of the colon, while taking the greater omentum with the device approx. 1cm away from the colon, a longitudinal section along the colon opened up and required intervention. The surgeon believes that the event was a result of the patient's cirrhotic condition, and not attributed to the device, as his hand was not adversely affected. Patient was discharged after an uneventful recovery.

Manufacturer narrative:
Evaluation summary: the disposable device was tested for performance and passed specification requirements. Visual inspection did not show evidence of damage. Conclusion: no problem found - device functions as intended. The enseal device produces minimal thermal spread (approx. 1mm) and has a temperature control feature to prevent tissues from reaching excessively high temperatures. The surgeon had his hand next to instrument during activation of the instrument with no adverse effect. Instructions for use state: activate this device only when the jaws are under direct visual observation to avoid unintended tissue coagulation or necrosis.